Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the anvil seemed to be loose and when the jaws open the aperture of the jaws didn¿t seem to open as much as other staplers. Tech noticed the issue after the second firing, device was used for an additional four firings after the issue was noticed. Staple lines all appeared to be normal. Same device was used to complete the procedure. There were no adverse consequences for the patient.